Manufacturer narrative:
Pre-surgical plan with approximately 1 mm notching was approved by surgeon. The device met product specifications and a definitive root cause could not be determined.

Event description:
The surgeon reported an anterior resection which created a notch at the anterior side of the femur. The extent of the notch was visually estimated to be 2-3 mm. Due to the magnitude of this notch, the surgeon decided to use a stemmed femur implant instead of the regular femur implant. The surgery time was extended.